Event description:
It was reported that the 7.0x40mm absolute pro self-expanding stent began to partially deploy during preparation upon removing the stylet. Another absolute pro stent was used to successfully complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The reported premature activation was able to be confirmed. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. The investigation determined the reported/noted difficulties appear to be related to circumstances of the procedure as it is likely that during removal of the stylet, the tip was inadvertently pulled causing the stent to slightly pull out and prematurely deploy. The noted wrinkled sheath likely occurred due to handling likely contributing to the reported premature activation and/or during packing for return analysis. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequently, after the initial report was filed it was noted that the entire stent deployed during preparation of the device. No additional information was provided.